Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: nmarq generator console; model #: m-5831-76; serial #: (B)(4). Circular ablation circ loop catheter; model #: d-1322-14-s; lot #: unknown_d-1322-14-s. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an ablation procedure with a webster 10 pole catheter and suffered heart failure resulting in death. Immediately post-procedure, gastroscopy revealed no lesions. It was noted that the patient had a thrush infection that may have possibly concealed any thermal damage. No further fistula workup was performed. Approximately 6 weeks post-ablation, the patient presented to a different facility with a fever and symptoms similar to transient ischemic attack (tia). Patient suffered sudden death within 48 hours of admission. No esophageal temperature probe was used during the procedure. It was noted that the 2nd facility was not aware of the ablation procedure and no specific examination was performed to assess for a fistula. It was also noted that the physician performing the autopsy was not aware of the ablation procedure and did not specifically assess for a possible esophageal fistula. Physician initially considered the possibility of an esophageal fistula as the cause of death, but the definitive autopsy results ruled out a fistula and deemed the cause of death to be heart failure. Physician¿s opinion regarding the cause of death is that it was related to patient condition (heart failure) and not related to the ablation procedure. Since this adverse event resulted in the patient¿s death, it is MDR reportable.

Manufacturer narrative:
Originally the following product information was provided for the coronary sinus catheter: model #: d-1078-00; us catalog #: d107800; brand: webster; common device name: na; product type: catheters; lot #: unknown_webster decap ¿ defl. Additional information was received on april 19, 2017 providing updated product information for the coronary sinus catheter. Below is the updated product information: model #: d-1353-04-s; us catalog #: d135304; brand: webster cs; common device name: catheter, electrode recording, or probe, electrode recording; product type: catheters; lot #: unknown_d-1353-04-s. (B)(4).

Manufacturer narrative:
Additional information was received on march 29, 2017 correcting the concomitant generator to nmarq generator / model #: d-1341-07 /serial #: (B)(4).